Event description:
It was reported the patient experienced lethargy, decreased respiratory rate, and somnolence following a pump replacement. The patient's spouse stated the "new pump seems to be malfunctioning" and the pump "randomly overdoses the patient." The hcp noted the patient had recent medical problems that included symptoms of somnolence and loss of consciousness during the time the pump was stopped. The drug in the pump was hydromorphone at 0.2 mg/hr with an increase to 0.3 mg/hr from 9 p.m. To 4 a.m. And was not programmed for boluses. The hcp removed the drug from the pump and catheter, filled with preservative free normal saline, and placed in a minimal infusion rate mode. The hcp removed 29.5 ml of medication, which was the expected amount remaining. The patient was started on oral medications of ms contin and hydromorphone.